Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Alarm - error codes / messages- (b)4). Error code 210.6020 keypad failure. Replaced keypad and error occurred again. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Alarm - error codes / messages- (B)(4). Error code 210.6020 keypad failure. Replaced keypad and error occurred again. (B)(4).